Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed a flashing medtronic logo on the screen, battery cap was damaged and crack on the back side of the pump. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed for the cosmetic damage and customer stated that the physical damage (crack or scratch) on the pump was not related to the retainer ring. Troubleshooting was performed for flashing display and the customer reported that the screen flashed more than once and customer called back after resting pump for 2 hours and replacing battery. Frozen display continued. Instructed customer that pump will be replaced. Troubleshooting was performed and the customer stated that the battery cap's metal contact was damaged. The customer was informed that a battery cap replacement will be sent. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1712k was requested and the customer response was the device will be returned.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1, force sensor, keypad flex connector, and motor]. P-cap was attached and locked into place properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, missing display window/cover, broken belt clip rails, broken reservoir tube lip, corroded battery tube, cracked case, battery tube threads cracked, cracked case (battery tube), and cracked case-corner of belt clip rails. Unit received with no battery cap, therefore cannot determine if battery cap is broken/cracked/damaged or if battery cap contact is missing/damaged. Unable to confirm flashing medtronic logo and frozen screen due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to moisture damage. Pump exposed to moisture confirmed at [pcba 1, force sensor, keypad flex connector, and motor]. Cosmetic damage confirmed at the back of pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.